Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while being applied at the stomach, the stapler with a turned off status, handle, adapter, reload and 5 white lights indicator had a problem unloading the reload from the adapter. The surgeon fired the stapler with no issues. When he went to straighten the jaws, the screen on the device went black. They tried to restart the device but it would not turn back on. Once disconnected, the reload was not able to be removed from the adapter. A manual retraction device was used to try and remove the reload but it was not successful. The staff opened a manual handle to complete the case. The patient has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-open ed and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the device was not locked on the patient¿s tissue at the time of the event. The surgeon fired the stapler. Opened the jaws. When he went to straighten the jaws of the stapler, he noticed that it no longer had power. The led screen had gone black and the buttons were non-responsive.